Event description:
It was reported that the non-boston scientific right ventricular (rv) lead placed in the septum exhibited loss of capture. Additionally, it was noted that the cardiac resynchronization therapy pacemaker (crt-p) was suspected to be depleting prematurely. A revision procedure was performed, and the rv lead was surgically abandoned, while that the crt-p was explanted. Both products were successfully replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
The product has been received for analysis. Upon completion of the analysis of the compliant device, if there is any further relevant information from that review, a supplemental report will be filed.

Manufacturer narrative:
Upon receipt, this device was thoroughly inspected and analyzed. A longevity calculation was completed and it was confirmed that the device did not meet longevity expectations. Device memory was reviewed and no faults or errors were noted. It was also noted that the device sensed in the atrial chamber of the time while implanted with prolonged high atrial rates. The device was then exposed to simulated heart load conditions, and the pacing and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. Chronic high atrial rates, as occurred with this device, can reduce longevity in devices that are programmed ddd(r) with atrial sensing on. Device power consumption increases proportionally to the additional processing for sensed atrial events. As a result, the high rate of atrial sensing was determined to be the cause of the longevity being lower than expected. The product has been received for analysis. Upon completion of the analysis of the compliant device, if there is any further relevant information from that review, a supplemental report will be filed.

Event description:
It was reported that the non-boston scientific right ventricular (rv) lead placed in the septum exhibited loss of capture. Additionally, it was noted that the cardiac resynchronization therapy pacemaker (crt-p) was suspected to be depleting prematurely. A revision procedure was performed, and the rv lead was surgically abandoned, while the crt-p was explanted. Both products were successfully replaced. No additional adverse patient effects were reported.